Manufacturer narrative:
Device evaluation: visual inspection revealed that the hook on the tip of the device was fractured off. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review : per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tip of an roi-c implant holder body broke off intra-op. A second inserter was used to complete the case. There was no delay or impact to the patient.